Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in japan, regarding during a tavi procedure with a sapien 3 ultra resilia valve, difficulty in crossing the native valve and kinking of the delivery system occurred. No notable resistance was felt during the insertion of the devices. Due to small valve area, passage through the native aortic valve was difficult, requiring repeated manipulation of both the flex function of the delivery system and the guidewire. During these maneuvers, the flex catheter part of the delivery system became kinked. Given that safe deployment or retrieval of the s3ur valve was deemed unfeasible, the s3ur valve was placed in the left common iliac artery. Subsequently, predilation of the native valve was performed using a balloon from another manufacturer, and a new s3ur valve was successfully deployed in the intended position. Final angiography of the left lower limb confirmed preserved blood flow, and the procedure was then concluded. Since the sheath was folded and discarded immediately after removal, it is unknown whether any damage was present.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2 and h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, withdrawal difficulty and subsequent non-target deployment was empirically confirmed as reported the event resembled investigations documented in the engineering technical summary. Available information suggests patient factors likely contributed to the event. Patient factors (i.e. Calcification, tortuosity, or small vessel size) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.